Event description:
It was reported that total knee arthoplasty was performed in 2000. Radiographs in 10/2002 indicated displacement of patella component. Revision performed in 2002 to remove and replace patella component.